Event description:
It was reported that 7 pen ndl 32g 4mm 100bx 1200 USA were difficult to prime during use. The following was reported by the initial reporter: "it was reported that seven pen needles were clogged and the non patient end was bent. Verbatim: consumer reported found 7 pen needles that would not press out insulin during the flow check they were clogged consumer reported all of the 7 pen needles non patient end were bent after asking consumer to review the non patinet end. Informed proper placement of non patient end."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a total of seven pen needles. None were returned with an inner shield or teardrop label for identification. All pen needles were visually inspected prior to testing for needle clogs. All of the returned pen needles have had their needles bent on the non-patient side of the hub¿s needle cannula. This damage prevents normal testing for clogs since the needle cannot properly attaching to the pen. As a result, it gives the impression that the pen needle is clogged when used. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that then pen needles had become bent, which could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 7 pen ndl 32g 4mm 100bx 1200 USA were difficult to prime during use. The following was reported by the initial reporter: "it was reported that seven pen needles were clogged and the non patient end was bent. Verbatim: consumer reported found 7 pen needles that would not press out insulin during the flow check they were clogged consumer reported all of the 7 pen needles non patient end were bent after asking consumer to review the non patinet end. Informed proper placement of non patient end."